Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, unspecified infection, and fluid discharge are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, unspecified infection, and fluid discharge.

Event description:
Patient reported a left side affected twice by seroma, big infection, device malposition, capsular contracture. Device, rupture, "fatigued, nausea, dizzy, sore/swollen breats" and pain. Device was explanted.

Manufacturer narrative:
The events of "infection (unknown onset)", "seroma-late", and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "infection"; "seroma"; "cellulitis" additional, changed, and/or corrected data: a4, a6, b5, b6, g2, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii and "breast cellulitis". Treatment noted as "'IV antibiotics, dressing".

Event description:
Patient reported a left side affected twice by seroma, big infection, device malposition, capsular contracture. Device, rupture, "fatigued, nausea, dizzy, sore/swollen breast" and pain. Healthcare professional later reported capsular contracture baker grade ii and "breast cellulitis". Treatment noted as "'IV antibiotics, dressing". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ dizziness: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ infection (unknown onset),: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ nausea: unable to observe since it is not related to the device. ¿ rupture: not observed openings on the provided photos. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number 20715085 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30020967. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel filled breast implant for the period of april 2022 through march 2024, was noted one outlier in june 2022. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Previous medwatch submission noted "fluid discharge". Upon further information, allergan has determined that the event of "fluid discharge" is captured under the event seroma.